Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was unknown foreign matter in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received two photos and one video for the investigation. The media displayed a tube with foreign material clinging to the inner wall of the tube. Additionally, 30 retained samples from each lot were visually inspected, and none of the samples failed the inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was unknown foreign matter in an unspecified number of devices. No adverse impact was reported regarding the patient or user.